Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation around the electrodes. Patient advised it felt like vibration box and electrodes are burning her skin. Patient described the irritation as itchy, peeling, raw and skin is green. Patient reported that a physician advised to apply lotion. Follow up indicated that the irritation is not improving and patient is under the care of medical professionals.